Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 insufflation tubing became separated from the blunt tip trocar. The separation of the tubing from the btt was noticed during the ligation part of the procedure. The tubing was not in use when separation was noted. There was no patient injury, no delay in case and the case was completed using the same device.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Tw ID# (B)(4). Corrected section: h6. Updated sections: b4, g4, g7, h2, h3, h10, h11. Specific actions for the reported failure mode is being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation on 09/13/2023. Photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood were observed. The insufflation tube of the btt was observed to be detached from the body of the btt. No other visual defects were observed. An investigation was conducted on 09/14/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the btt. The insufflation tube was observed to have fallen out of the port on the btt. A microscopic inspection was conducted. Evidence of glue was observed on the outside of the insufflation tubing as well as within the port. A mechanical evaluation was conducted. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. No leaks were observed on the silicone balloon. The btt was able to be inflated. There were no other visual defects observed. An engineer evaluation was conducted. After inspection of the device, it was identified that there was visibly either very little or no adhesive on the insufflation tubing/btt port. Based on the returned condition of the device, as well as the photographic evaluation, the reported failure "connection problem" was confirmed. The lot # 3000327791 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a